Event description:
Reporter alleged that he obtained a result of 560 mg/dl on his advantage system at 8:00 am and took 26 units of "70/30" insulin along with 4 units of regular insulin based on that result. Reporter stated that at about 12 pm, he passed out, the paramedics were called, and a result of 150 mg/dl was obtained on his advantage system. Reporter stated that the paramedics arrived and obtained a result of 37 mg/dl in what he believes was 10 minutes of the 150 mg/dl obtained on the advantage system. Reporter stated they treated him with an injection. Reporter stated that on a different day, his family found him incoherent and called the paramedics. Reporter stated that a result of 151 mg/dl was obtained on the same advantage system compared back to back within 10 minutes of a result of 41 mg/dl on the paramedics' system. Reporter stated he was treated with a shot of glucose. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.